Manufacturer narrative:
Additional information: based on the received information from the field, the device was explanted due to a migration of the active electrode out of cochlea, which could be confirmed by diagnostic imaging. In addition, the user suffered from a post auricular infection and infection in the mastoid cavity which was healed at the time of explantation surgery. The explanted device has not been received for investigation yet.

Event description:
The user was implanted with the concerned device in (B)(6) 2023 after another device was removed. As per the parents, the user started to hear sounds at the activation session, but this changed 3-4 months after activation. The user has been explanted.

Event description:
The user was implanted with the concerned device in (B)(6) 2023 after another device was removed. As per the parents, the user started to hear sounds at the activation session, but this changed 3-4 months after activation. The user has been explanted.

Manufacturer narrative:
Conclusion: based on the received information from the field, the device did not provide benefit due to a migration of the active electrode out of cochlea. In addition during device investigation damage to the active electrode caused by device minute mobility causing fatigue wire breakages was found, most likely due to the reported migration. Other mechanical damages found are attributable to the removal surgery. The investigation results appear to match the problems mentioned in the recipient report. Furhter, reportedly the user suffered from a post auricular and mastoid cavity infection, which was healed at the time of explantation surgery. This is a final report.

Event description:
The user was implanted with the concerned device in (B)(6) 2023 after another device was removed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.